Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('within the lumen of this second separately submitted tubular portion of tissue is an embedded coil silver metallic wire') and pelvic pain ('pelvic pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test conducted: no". The patient's medical history included endometriosis from 1995 to 2000. Previously administered products included for an unreported indication: depo provera from 1995 to 2000. Concurrent conditions included trichomoniasis, bacterial vaginosis and vaginal discharge. Family history included breast cancer and hypertension. Concomitant products included ibuprofen from 1995 to 2015. On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2006, the patient experienced nausea ("nausea"). In (B)(6) 2006, the patient experienced fatigue ("fatigue"). In (B)(6) 2006, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2006, the patient experienced migraine ("migraine") and headache ("headaches"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). The patient was treated with surgery (on (B)(6) 2016 (hysterectomy salpingectomy (bilateral),oophorectomy (unilateral)). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the embedded device and vaginal haemorrhage outcome was unknown and the pelvic pain, dyspareunia, dysmenorrhoea, abdominal pain, menorrhagia, fatigue, migraine, nausea and headache had resolved. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, embedded device, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: plaintiff received treatment for pain: dyspareunia, dysmenorrhea, pelvic/abdominal, bleeding: menorrhagia, other injuries/symptoms :fatigue, migraine, nausea, headaches. Insertion date as per pfs (20-sep-2019): (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2015: final pathologic diagnosis: a. Fallopian tube, left, salpingectomy: fallopian tube without diagnostic histologic abnormality. B. Uterus, right ovary and fallopian tube, hysterectomy and salpingo- oophorectomy. Uterine cervix without diagnostic histologic abnormality. Secretory phase endometrium. Endometriosis involves the posterior uterine serosa. Right ovarian hemorrhagic corpus luteum cyst. Right fallopian tube without diagnostic abnormality. Gross description: a- received in formalin in a properly labeled container designated "left fallopian tube" is a 1.6 cm in length x 0.5 cm in outside diameter tortuous tubular tan segment of fallopian tube with a previously disrupted fimbriated end. Sectioning of the fallopian tube reveals an unremarkable stellate pinpoint lumen. Also present within the specimen container is a 3.0 cm in length x oa cm in out side diameter tan tubular second portion of tissue. Within the lumen of this second separately submitted tubular portion of tissue is an embedded coil silver metallic wire, sections of the fallopian tube are submitted in one cassette, residual.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-sep-2019: plaintiff fact sheet received. Event "injury" nos was replaced with the events: dyspareunia (painful sexual intercourse), dysmenorrhea (cramping),pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), fatigue, migraine, nausea, headaches, essure confirmation test conducted: no. Event outcome was added for the events: dyspareunia , dysmenorrhea , pelvic pain, abdominal pain, menorrhagia, fatigue, migraine, nausea, headaches. Reporter's information was added. On 20-sep-2019: plaintiff fact sheet received. Event: abnormal bleeding (vaginal) was added and event added from mr: within the lumen of this second separately submitted tubular portion of tissue is an embedded coil silver metallic wire. Concomitant conditions, historical conditions, concomitant drugs were added. Reporter's information was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.